Manufacturer narrative:
Correction: g4 previously missing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-17: mdt rep reports they are unable to connect wireless recharger (wr) or tablet with the ins. Patient (pt) still has the staples from the surgery. Technical services (ts) recommended the rep wait until the staples are removed before recharging the ins. (B)(6) 2025: additional information was received from the manufacturer representative (rep) reporting that the rep was seeing the patient now and the ins was depleted and currently charging at 20%. The caller reported that the patient indicated on 10/22, they charged the ins for 6 hours and was able to get up to 80%. They suggested the caller charge the ins and interrogate. They suggested assessing recharge diary and observing patient¿s charging record on (B)(6). Tss spoke with caller who was still with pt in clinic. Today, they charged the ins for about 2 hours from 0 to 90% and it was showing excellent recharging during the entire session (caller watched the recharge quality closely throughout the recharge session). They did not start in closed loop at all per caller but went right into low battery screen and excellent coupling and they only did one recharge session during clinic visit. When caller looked at recharge diary after this recharge session, the recharge quality was showing as "good". A 4.8 hr-long recharge session from recharge diary was also discussed and this was showing fair coupling. The pt's impedances are in the lower 1000's with the highest value caller reporting as 1460 ohms. Tss req'd that caller send in today's session files and created an mdt file to be sent to tss. Tss re-assigned case as well. Tss also adding other details to case that were discussed. The ins incision looks good and there's no redness or swelling. Caller can palpate the ins easily and it's flush to the skin though the ins has migrated slightly in the pocket to the right of the incision. The ins is not moving around in the pocket. Caller says that the ins was easily found by the recharger today. Additional information was received from the manufacturer representative (rep) reporting that the cause of being unable to connect was due to the ins shifting significantly from the original implant. Actions taken to resolve the issue was they interrogated at the appropriate spot and the issue was resolved.

Manufacturer narrative:
Correction g4. PMA# missing previously medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep provided the data and session reports from their recent programming session.